Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture and "I have a follow up appointment with him in july and it¿s starting to cause me anxiety and stress". Device remains implanted.

Event description:
Patient reported a right side rupture and "I have a follow up appointment with him in july and it¿s starting to cause me anxiety and stress". Device remains implanted.